Manufacturer narrative:
Corrosion of the motor was identified as the probable cause of the device running on its own without activation. Damaged sockets can create high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.

Event description:
The micro sagittal saw was sent for evaluation because it was running on its own intermittently. The event occurred during a routine maintenance visit; no adverse event was associated with the device.